Event description:
The customer reportedly received the following results on the accu-chek aviva system within 10 minutes: 105 mg/dl, 58 mg/dl, and 56 mg/dl. The customer felt dizzy and weak. She treated herself by eating half of a banana and drinking tea. She states that she may have felt better 2 hours after treatment. No adverse event reported. New system sent to customer and return requested.